Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, patient presented with pre operative diagnosis of severe degenerative disc disease at l5-6 underwent transforaminal interbody lumbar fusion l5-6 with placement of anterior interbody implant, posterolateral spine fusion, l5-6, l5-6 post instrumentation, screw 6.35 with x10 crosslengths, local bone graft supplemented with right iliac crest graft taken through a separate facial incision and bmp. Per operative report, ¿¿ endplates were lightly scraped and decorticated using a rasp. Spacers were gradually placed into the disc space i.e. The trials were dilated from 11 to 13 mm which was quite snug. We took a large 13 mm cage and filled with rhbmp-2 product along with some cancellous bone chips. In the disc space it was irrigated out. Cancellous bone chips were placed in followed by a layer of rhbmp-2, followed by more cancellous chips and another layer of rhbmp-2. Next the cage interbody implant was placed into the previously made opening and tapped deep into the disc space and then rotated around anteriorly to fill up the middle portion of disc. Patient tolerated the procedure well.¿ there were no complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal and posterolateral lumbar fusion at l5-6 using local bone graft and rhbm p-2/acs, and a bilateral l4-5 laminotomy, foraminotomy and medial facetectomy on (B)(6) 2005. Despite initial improvement postoperatively, he began experiencing significant pain radiating through his legs. On (B)(6) 2006: patient underwent a CT scan which showed excess bone growth at l4-5 in the left neural foramen, which is most likely the cause of the patient's continued symptoms and disability. It was reported that the bone growth was encroaching on the neural foramen.